Manufacturer narrative:
Review of the instrument service history revealed no additional issues of a burning smell or charring reported on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn smell and charring were limited to the power cord, architect (rohs); damage did not spread to other parts of the instrument. A review of architect i2000sr tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. A review of manufacturing documentation and trending data associated with the power cord, architect (rohs) did not identify any issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
While servicing an architect i2000sr analyzer for a power issue the abbott field service technician found charred wiring and evidence of damage to the wiring of the architect power cord. No fire was observed or reported. The cord was replaced and the analyzer powered up successfully.